Event description:
(B)(4). One month after the essure device was implanted, I began having migraines and seizures. Causing me to go to the ER. Ever since, I have continued to have migraines. My short term memory is practically gone. I am always confused. My brain feels foggy. My legs and ankles swell to the point you can not see my ankle bones. I am constantly exhausted. My entire body hurts. My periods are heavy and I pass huge blood clots. 4-5 nights a week I have terrible night sweats. So bad they soak my clothes and my sheets. My hair is falling out. I can't brush hair without half my hair in lap. I have horrible pelvic pain. I know have incontinence problems. I have developed gall bladder issues. I'm always dizzy. Not just when I stand up either. I have developed debilitating back pack. Sciatica. Terrible acne around my jaw line. Ringing in my ears. God awful mood swings. Anxiety. Panic attacks. Ptsd. Severe depression. I have this strange metal taste in my mouth. Severe bloating. Sometimes it feels like I have a baby kick in belly. Irritable. My hair is falling out. I can't stay focused on anything anymore.